Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present on the device indicating use or handling. A visual examination of the returned device found seven (7) bands present on the ligator head with one blue band broken and caught under two (2) other bands while the last three (3) bands remained in position. There was no issue with the irrigation tube. It was noted that the ligator head teeth were damaged. The suture was observed to be broken and attached to both the ligator head and trip wire loop. It was noticed that the trip wire was not secured in the handle assembly slot and the slot did not present any evidence of previous securing of trip wire. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees, indents were felt, an audible click was heard, and no issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire allowed the wire to fall between the handle spool and bracket during use and most likely impacted the timing of band deployment and contributed to the complaint event. Therefore, the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the sigmoid colon during a flexible sigmoidoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the band failed to release. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported issue of bands failed to deploy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the sigmoid colon during a flexible sigmoidoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the band failed to release. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.